Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. It was also reported the customer was blind and was unable to operate the insulin pump by themself. The customer declined to return the insulin pump for analysis.